Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator was experiencing low tidal volumes. The customer tried to calibrate the xdcrs (transducers) in which he gets the ex flow and ex pressure to pass, but the turbine xdcr (transducer) does not hold pressure. Furthermore, there is no patient associated with the reported event.